Event description:
It is reported that the pt experienced a locking sensation. The surgeon performed a scope and found the post had fractured off. The pt underwent complete revision then on (B)(6) 2012.

Manufacturer narrative:
This report will be amended when our investigation is complete.